Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported patient had discomfort in the ipg site and a revision was done on (B)(6) 2019 where the pockets were made more comfortable due to the pockets being sensitive. Patient had effective therapy and pain /discomfort relief was achieved post operatively .